Event description:
A report was received that the patient was having to charge her ipg everyday. A bsn representative analyzed the ipg database and confirmed premature battery depletion. It was also discovered that lead had two contacts with consistently high impedances. Ipg and lead replacement has been recommended.

Event description:
A report was received that the patient was having to charge her ipg everyday. A bsn representative analyzed the ipg database and confirmed premature battery depletion. It was also discovered that lead had two contacts with consistently high impedances. Ipg and lead replacement has been recommended.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-70 (B)(4) description: st linear lead, 70cm with pre-loaded 0.014 inch stylet.

Manufacturer narrative:
The explanted ipg passed electrical, performance, and photographic imaging done. The complaint of frequent charging was confirmed. The device profile confirmed that the device had been depleted excessively just after the implant procedure. The analysis of the explanted lead confirmed high impedances. Visual and x-ray inspection of the lead found a nick where two electrode wires, #3 and #8, were cut. The latest setting indicated that these nodes were not used for patient programming. The source of the damage could not be determined.